Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 12,021 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported. The device was not returned for evaluation.

Event description:
Caller from inform ii system user facility reported patient blood glucose results of 16.8 mmol/l on inform ii uu11035207, lab 6.8 mmol/l, blood gas analyzer 6.8 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).